Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a clinic visit the ventricular lead exhibited loss of capture, rise in threshold and a drop in impedance. The lead was replaced.